Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and performed 30 psi, helium, and regulator calibrations. Cleared events log, perform machine operation simulation for 2 hours and restarted machine, unit showed no more messages. The fse performed functional and safety checks, unit passed. Device was returned to user and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect - clinical code and health effect ¿ impact codes).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had maintenance issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had maintenance issue.